Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine follow-up check, rv lead dislodgement was observed. Atrial fibrillation was noted on both ra and rv leads. A chest x-ray revealed the rv lead had pulled back into the right atrium (ra). Programming changes were made to preserve batter until lead revision. The lead was explanted and replaced. The patient was stable.